Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen had a discolored line obscuring the display. It was reported that the patient had fallen while wearing the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned with a cracked display screen. The pump powered on with a blank display screen and the audible and vibratory alarms were operational. A test screen was used during evaluation and was fully functional.